Manufacturer narrative:
Medela customer service was unable to troubleshoot the device due to the customer being pregnant but requested to call back and troubleshoot once she starts using the breast pump again. The customer stated that the pump was able to express milk and empty her breasts when she used it for her first child. The customer refused to send the pump in for a product evaluation at this time. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer f/u was not successful. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer stated that when she used the pump 18 months ago she had seven occurrences of a mastitis infection while using the breast pump. The doctor diagnosed her with a mastitis infection and prescribed her antibiotics. The customer reported that her doctor told her that there was bacteria in her pump and that is why she got the mastitis infections.